Event description:
It was reported during an implant procedure while the lead was being connected to the stimulator the torque wrench clicked "right away." Following this there were high impedances on 2 electrodes. The lead was removed from the stimulator to clean and re-insert. After re-inserting the lead the torque wrench again clicked right away and the physician did not feel he had control over the set screw. The set screw was torqued 3-4 times, but the lead could be pulled out of the stimulator header block without loosening the screw. A new stimulator was used and the problem was resolved.

Manufacturer narrative:
(Wrench). Final analysis of the stimulator revealed the setscrew was backed out too far. The setscrew was able to be tightened down on a known good lead. Final analysis of the wrench revealed no anomalies.